Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing and was double pacing in the atrium. A testing procedure was recommended and the status of the epg is unknown. No patient complications have been reported as a result of this event.